Event description:
Facility staff alleged that the brakes will set, but will ratchet and swivel. No injuries alleged.

Manufacturer narrative:
Bed located in repair shop. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.